Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The filter board needs to be replaced. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the 7700 system would not overheat. No patient injury was reported.